Event description:
The pt had a 2.5 cm deep partial thickness laceration on his chin that was clean, non-bleeding, straight, non-gaping. A tissue adhesive would provide approximation, and seal the wound well. I applied indermil according to the packaging instructions using a minute quantity, possibly one drop. The clear seal quickly polymerized and was dry to touch. Within several minutes the ed staff became alarmed and I found a rainsed, hard, crystallized, grotesque mass of what looked like melted skin in the place where monents before I had placed the adhesive. No water, saline, ointment, or other substance was placed to the sealant. The usage instructions were reviewed, and no error or deviation was apparent. The emergency number was called, not in service. A pager number from the MFR was located with the product info, but no call back was rec'd. The local poison control center was contacted. The suggestion was to remove the material with warm soaking with naco3 and or mineral oil. This was successful after about 2 hrs. The event occurred at about 0100. The adverse event prolonged the pt's release by about 3 hrs while resources were called upon to respond to the event and determine that there was not a chemical burn, or worsening scarring. The pt's friend who also had minor injuries in the same accident was released well in advance of the affected pt. The wound was reddened after the indermil was removed. I decided to leave the wound open with only topical bacitracin ointment. Photos are available if requested.